Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case was cracked by the front left corner. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process and test force sensor reading. The force sensor reading failed. The root cause of the problem was that the force sensor was out of calibration from normal wear as the device was over 2 years old. To resolve the problem, the force sensor was recalibrated. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.